Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a contained perforation (ellis class 1, with wide mouth) in the posterior portion of the distal left main trunk extending into the ostial left circumflex. A 3.5 x 16 mm graftmaster rx covered stent successfully deployed and was post-dilated with a 4.5 mm non-compliant balloon. Angiography and intravascular ultra sound (ivus) showed that there was a continued residual entrance into the perforation. Numerous unsuccessful attempts to exclude the perforation were made using prolonged balloon inflations and attempting to deliver non-abbott coils. Final angiography showed a residual defect, no evidence of dissection or perforation. There was timi 3 flow and 0% residual stenosis in the stented segments. The patient was stable, symptom free and was transferred to the coronary intensive care unit (ICU). No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.